Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, damaged printed circuit board (pcb) with light emitting diodes (led's) broken and liquid crystal display (lcd) cracked. Contaminated enclosure and tank cover. Corroded drain fitting, cracked enclosure, and tank cover. Per functional testing, the device leaks from the reservoir confirming the complaint. The cause was a cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device leaked from the reservoir. The issue was found out when filled during preventative maintenance and was not related to physical damage. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.